Event description:
The customer reported that while using the device, the jaws would no longer open. Tissue around the jaws was resected in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not locked when received. Visual inspection found residual tissue on the seal plate between the jaws. The handle was latched and unlatched ten times without difficulty. We were unable to confirm or determine the cause of the customer's report. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.